Manufacturer narrative:
A second follow-up will be submitted upon completion of the investigation and/or submission of new information. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations - and as indicated by terumo cardiovascular system in the initial report submitted. (B)(4). The sample was returned for evaluation. A review of the device history record revealed no manufacturing anomalies. The sample was microscopically inspected, and the magnet of the cuvette did not reveal any potential defect that would inhibit part functionality. The sample was found to have no difficulties connecting to the cdi 500, and the magnet strength was found to be within specifications. A definitive root cause could not be determined; therefore, this event is not confirmed. This event is associate with a voluntary safety alert submitted by terumo on december 8, 2015. The safety alert number is 1124841-12/08/2015-004-c. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4). Conclusions: conclusion not yet available - evaluation in progress.

Event description:
The user facility reported to terumo cardiovascular systems corporation that prior to cardiopulmonary bypass, during setup, the cuvette was not reading during preparation for a case. This event is associated with a voluntary safety alert distributed by terumo on december 8, 2015. The safety alert number is 1124841-12/08/2015-004-c. No patient involvement as this occurred during setup. Product was changed out. Surgery was completed successfully.